Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, the device was inflated to 120 psi, but it would not deflate. The inflation device was exchanged for a syringe, and another attempt was made to deflate the device. After five minutes, the device successfully deflated. The physician always uses a contrast mix of 7:3 with saline, and this was the first time md had this occur. The pt remained stable throughout the procedure.